Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, a6, b3.

Event description:
Patient reported right side rupture. The device remains implanted.

Manufacturer narrative:
Visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported right-side rupture. The device has been explanted.

Event description:
Healthcare professional reported right-side rupture. The device has been explanted.

Event description:
Patient reported right side rupture. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 15aug2024.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.